Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). The user facility was informed by (B)(4) that repair parts for the subject model are no longer available and then the user facility requested (B)(4) to send back the device. (B)(4) returned the subject device to the user facility without investigation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a ¿coating¿ of the distal end of the subject device fell into the patient during a bronchoscopy. The user facility did not provide definite information about the ¿coating¿. The user facility changed the subject device with similar but another device, retrieved the coating from the patient, and the procedure was completed. There was no report of patient injury.